Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue and provide assistance; however, no response was received.